Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the tissue was pushed forward by the device. The serosa was damaged and the staples did not form correctly. The surgeon used the same stapler but with another reload of the same lot number to correct the problem and the procedure was finished problems. The patient is currently stable. No blood loss. Procedure time was extended. No adverse event reported due to the time extension.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one photo of reload and one video of the device. Staple formation issues were observed in tissue. A potential root cause could be thick tissue. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.